Event description:
Ous MDR - it was reported this device indicated an error message. The device was explanted and replaced.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eos was displayed. 33 charge processes had been documented. The device had been implanted for (B)(6). The last follow-up was performed on (B)(6) 2013. The device status eos was detected on (B)(6) 2018. The charge drawn from the battery was checked. The battery depletion proved to be within expectations. There was no device defect.